Event description:
It was reported that the unit failed the ground resistance portion of the functional testing. The unit was replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit failed the ground resistance portion of the functional testing. The unit was replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the motor and mounting plate and returning the unit to the customer.

Manufacturer narrative:
The customer was sent a replacement unit.